Event description:
It was reported that the user experienced a loss of dexcom g7 glucose readings on the ilet device, and support guided the user to toggle the dexcom g6/g7 setting and reenter the sensor code, after which the user was advised to wait for reconnection. Symptoms included no glucose data displayed on the ilet. Outcomes included temporary interruption of cgm data to the ilet without alarms or medical intervention. Investigation included customer counseling and device use troubleshooting focused on cgm pairing and configuration. Investigation of this case revealed that the issue was consistent with signal loss between the cgm and the ilet, addressed through settings verification and reconnection steps. It was concluded, based on previously established findings for similar reports, that the cause was a device communication disruption between the cgm and the ilet.